Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device received an inappropriate shock while sleeping and another while driving. Due to ongoing sensing issues, the physician elected to explant the entire system, in favor of a transvenous ICD system. The explanted electrode is intended to be returned for analysis. Ahead of the returned product analysis, boston scientific's technical services reviewed device data indicating the observation could be related to suboptimal contact within header. At the explant procedure, no electrode issues were noted.